Event description:
As reported by the edwards (B)(6) affiliate, during the transfemoral procedure, an aortic dissection was found after the deployment of the 29mm sapien xt valve. Initially, balloon valvuloplasty was performed with the standard volume of 26ml. The delivery system balloon was then prepped with a soft fill of 30ml. The valve was able to be positioned without complications. After the pacing was turned off, however, the patient¿s pressure (bp) did not recover. An adrenaline bolus x2 was administered and the coronary flow was confirmed to be good. The patient¿s blood pressure (bp) then recovered to extreme systolic pressure of 300mmhg. An aortogram showed "contrast blushing" at the annulus level and a pericardial tap was performed. Bp returned to normal and became stable, further investigation on fluoro and echo showed no further collection. The pericardial drain was left insitu and the patient was transferred to the ICU in stable condition. The patient has an annular diameter of 23-26mm by tee and 25mmx28mm, with an area of 594 by CT. The native valve calcification was reported as moderate, sov 31mm. The aortic dissection was attributed to the patient¿s annular calcification.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Multiple attempts to obtain procedural imaging were unsuccessful; to date the information has not been forthcoming. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (=4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the reporter attributed the aortic dissection to the patient¿s annular calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.